Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty a guide wire entrapment occurred. The 80% stenosed target lesion being treated was located in the severely calcified and moderately tortuous proximal left main artery. A 1.50mm x 8mm apex push balloon catheter was used to treat the target lesion. During the pre-dilatation, a guide wire was stuck in the balloon catheter. The guide wire and apex push device were removed as a unit. The procedure was completed with a different guide wire and another of the same balloon catheter. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty a guide wire entrapment occurred. The 80% stenosed target lesion being treated was located in the severely calcified and moderately tortuous proximal left main artery. A 1.50mm x 8mm apex push balloon catheter was used to treat the target lesion. During the pre-dilatation, a guide wire was stuck in the balloon catheter. The guide wire and apex push device were removed as a unit. The procedure was completed with a different guide wire and another of the same balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device has been received for analysis. The proximal end of the balloon was bunched-up. There was no other damage or irregularities. The inner diameter (ID) of the wire lumen was measured with and found to be within specification. A .014" guidewire was loaded into the tip and completely advanced through the wire lumen without encountering any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).